Manufacturer narrative:
Follow-up #1 11/28/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad was found to be torn over the up arrow button; all buttons responded to presses appropriately. The keypad was removed and adhesive was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions and the keypad was loose. Due to the alleged issue, the reporter claimed that the patient suffered a hypoglycemic episode 2 weeks earlier. The patient reportedly had a blood glucose (bg) level of "40 mg/dl" during hours of sleep. The patient administered self-treatment by consuming eggs and crackers. The patient woke the next morning with a bg level in the "40s". He was treated with candy bars. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a hypoglycemic event suggestive of a serious injury as a result of a keypad issue. However, the patient's injury can be attributed to possible use error since the reporter stated that the keypad was loose. A loose keypad can permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.